Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital via emergency services due to malaise. Interrogation noted high right ventricular (rv) lead threshold measurements and loss of capture (loc). The patient has 3rd degree heart block and is pacemaker dependent. There was evidence of oversensed noise on the rv and right atrial (ra) leads. There was also decreased rv lead impedance measurements. An x-ray was unremarkable. Boston scientific technical services (ts) suspected ra insulation damage from either lead-on-lead or lead-on-can abrasion. Surgical intervention was performed and the rv lead was capped.